Manufacturer narrative:
(B)(4). Concomitant medical products: part: 163673 name: 32mm mod head cocr +12mm neck lot: 188490 part:: pt-116048 name: rnglc+ ltd 48mm sz 22 lot: 817600 part: x11-180308 name: bi-metric/x por nc lat lot: 144910. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2014-04409, 0001825034-2017-06376, 0001825034-2017-06378.

Event description:
It was reported that a patient was revised due to a failed total hip revision with solidly fixed cup in good position with anterior irrigation of the psoas tendon and bursa due to anterior osteophytes of the acetabulum and early impingement of the femur and anterverision of the stem. Cup was well fixed but significant anterior ledge of bone and osteophyte of the acetabulum was noted. Early impingement was noted of the stem and it was noted to be in 7-8 degrees of anteverision. The head and liner were removed and replaced. No complications indicated. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Based on revision op notes, patient was indicated for revision due to pain and a possibly loose acetabular component. The acetabular screws were removed and the shell was noted to be well fixed, however, acetabular osteophytes, which were removed as they were believed to be causing impingement leading to pain. Evidence of repeated posterior subluxation was seen by the wear pattern on the acetabular liner. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.